Event description:
The reporter stated that during the take down of the internal mammary artery, there was no stability of the cautery pencil in the smoke shroud. The site is using op-side tape and taping it to the shroud. There was no ill-effect to pt.

Manufacturer narrative:
.